Event description:
It was reported that an alert for high voltage (hv) lead impedance greater than the upper limit was seen on a remote transmission. It was noted that the patient has had chronically high lead impedance. The patient will continue to be monitored. No patient symptoms were reported.